Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient already had an unknown size surgical valve previously implanted. During procedure, the physician recaptured the device multiple times and tried to deploy the valve again, but the valve moved up into ascending aorta. The physician was unable to fully recapture the device, so the valve was taken into the descending aorta, but even with using the micro adjustment wheel there was still a gap. The valve and delivery system was removed, and a new 25mm navitor valve and small flexnav delivery system were used. The new 25mm navitor valve was implanted. After that, a post dilatation was performed due to minimize the gradient. The patient was reported stable.

Manufacturer narrative:
An event of off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the navitor valve was chosen for a valve-in-valve procedure. Based on available information, the reported off-label use is related to the decision to the decision to use the navitor valve for a valve-in-valve procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use (IFU), "the safety, effectiveness, and durability of a navitor/navitor titan valve implanted within a surgical or transcatheter bioprosthesis have not been demonstrated." The decision to use the valve in a valve-in-valve procedure does not appear to have caused or contributed to any issues. Therefore, a letter will not be sent to the account to address the off-label use.